Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon before entering into the introducer sheath, rendering the device unusable. It was further reported that another balloon expandable stent was used to successfully perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The device appeared to be clean. The stent was noted to be loose on the balloon and dislodge proximally from the distal marker band. No anomalies were noted to the stent. The balloon was examined under magnification and crimp marks were visible on the balloon. Therefore, based on the returned sample, the investigation is confirmed for dislodgement of the stent. The definitive root cause for the alleged dislodgement could not be determined based upon the available information. It is unknown if patient or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon before entering into the introducer sheath, rendering the device unusable. It was further reported that another balloon expandable stent was used to successfully perform the procedure. There was no patient contact.